Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer set up their pump they did not turn the carbohydrate feature on. Customer subsequently delivered a 16 unit bolus instead of delivering a bolus for 16 grams of carbohydrates. Customer's blood glucose level became low, and brought bg levels back to target range with juice and food. Contact guided the customer through turning the carbohydrate feature on.